Event description:
Response was received from the physician, that there was no observed high impedance and no observed lead fracture.

Event description:
It was reported that the patient was referred for a generator replacement. It was also suspected that the lead may be fractured and a lead revision would also be needed. Implant card was later received reporting that the patient had a generator replacement for prophylactic reasons. No lead revision occurred and diagnostics were seen ok. The explanted generator has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.